Manufacturer narrative:
Continuation of d10: serial# (B)(6), product type mobile platform product ID: a820, serial# unknown, product type software product ID: tm90t0, serial# (B)(6), product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, h3. Analysis of the handset found won't do telemetry and unable to connect to test communicator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and bupivacaine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that when they tried to bolus the handset would lag at 90% from 20 minutes up to 1-1.5 hours. The patient stated that they bolused 24x a day. Per the ptm (personal therapy manager) the therapy details were ¿bolus duration 3 min; lockout 30min; bolus restriction 2/1 hour; bolus per day 24.¿ the patient noted that they had a 30 minute lockout and once they hit deliver bolus it lagged at 90%, but they knew they were getting the bolus at that time because once the requested bolus started to deliver the bupivacaine it made them feel numb and that was how they knew the bolus started, while the handset was lagging at 90%. While on the call, once the requested bolus went through, the patient stated that the lockout time on the ptm was 19 minutes and per the ptm it should be 30 minutes plus 2 min for it to deliver. The agent reviewed that replacing the handset was not expected to resolve the reported issues, but it would allow access for the engineers to look at the device. A replacement handset was requested from the repair department due to 90% lag when delivering a bolus. No patient injury reported.